Event description:
(B)(6), home health nurse, reported report pump issue. She is receiving "error code 20 empty lithium battery". She is completing today's infusion via gravity (no missed dose) but he has 2 more days of infusion. Pump serial number (B)(6), expiration date unknown. Pharmacy replaced device. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Gamunex-c indication: myasthenia gravis without (acute) exacerbation. Gamunex-c frequency: daily for 3 consecutive days every 3 weeks. No further info/details or dates available.